Manufacturer narrative:
To date, the device has not been returned for analysis, however, a photo of the valve was sent to medtronic. Based on the review of the photo, the torn leaflet was confirmed. However, without the return of the valve for analysis, a root cause cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed if additional information is received or if the device is returned for analysis.

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, severe aortic insufficiency (ai) was noted. Re-intervention was performed and a commissure tear was found, which was the cause of the severe ai. An open pivot mechanical valve was successfully implanted. No adverse patient effects were reported. The valve will be returned for analysis. Additional information was received via a call from the patient noting experiencing pulmonary issues such as shortness of breath (sob), coughing and she was not able to walk very far without becoming sob. An echocardiogram had identified the valve was not functioning properly. The patient went to the ER a couple of weeks after having the echocardiogram due to sob. The patient had the valve replaced 20 days later. It was reported that four blood transfusions were required. The patient was upset as will now have to take coumadin everyday with the new mechanical valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product or the serial number, no definitive conclusion can be made regarding the clinical observation and a review of the device history record could not be performed. Additional information and product return have been requested; a follow-up report will be submitted if either is received. (B)(4).